Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl [5000 mcg/ml] at a dose of 2175 mcg/day and baclofen [60 mcg/ml] at a dose of 26.1 mcg/day via an implantable pump for chronic low back pain and non-malignant pain. The patient¿s medical history also included diabetes. It was reported on 2016-09-26 that the patient¿s pump incision site looked red and was possibly infected. It was unknown when the patient first starting experiencing the symptoms. Cultures were obtained of the site, including a fungal culture, on an unknown date and the hcp was awaiting results to determine if the pump needed to be explanted. It was indicated that the pump replacement surgery on (B)(6) 2016 was a factor that may have led or contributed to the issue. Redness and swelling of incision were noted as symptoms that the patient was experiencing. It was reported that the issue was not yet resolved at the time of the report as surgical intervention had not yet occurred and it was unknown if it was planned and that the patient status was alive ¿ no injury. No further information was reported and it was indicated that the hcp would not have any further information on this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.